Event description:
Customer reported to beckman coulter, inc. (Bec) that the sample probe wash station of the immage immunochemistry system was overflowing. Customer reported that fluid leaked from the sample probe wash station and down onto the laboratory counter. Customer reported the leak was not contained to the instrument. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wash well would not empty. The fse replaced the wash well assembly.

Manufacturer narrative:
Results: wash station assembly. (B)(4).